Event description:
It was reported that episode review was requested for this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to a suspected inappropriate shock. At the time of the episode, the device was programmed to the primary sensing vector, with smartpass disabled. Boston scientific (bsc) technical services (ts) reviewed the data and suggested that a specific patient posture may have reduced the sensed signal amplitude to approximately 0.25 mv (filtered) while the patient's heart rate was around 43 bpm, resulting in smartpass being disabled. The patient was subsequently evaluated in-clinic, and a postural assessment was conducted. During this evaluation, the device selected the alternate sensing vector. The clinician inquired whether reverting to the primary vector would be preferable. Bsc ts reviewed stored subcutaneous ecgs (s-ecgs) and determined that the r-wave to t-wave ratio was most optimal in the alternate vector, supporting its use. Further diagnostic steps were recommended, including chest x-rays and re-screening. The lateral x-ray view demonstrated that the electrode had an upward trajectory, with a possibility of increased subcutaneous tissue at the sternal notch region, which may be influencing sensing performance. A bsc engineer was consulted to discuss potential programming adjustments and system repositioning options tailored to this patient's anatomy and sensing challenges. The system remains in service and no adverse patient effects have been reported. The local boston scientific representative has been contacted to obtain additional event details; however, no further information has been received to date. This investigation will be updated if additional information becomes available.